Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Root cause description: the root cause is undetermined. Rationale: based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that syringe 0.3ml 31ga 6mm halfunit 10bag had foreign matter. The following information was provided by the initial reporter: material no: 324910, batch no: 7317955. It was reported needles are causing the insulin to be cloudy. Verbatim: consumer reported that the needles are causing the insulin to be cloudy with the appearance of floating strings. Consumer stated that he noticed it with other vials as well.